Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign object in the secondary water supply channel (auxiliary water channel). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable event foreign object in the secondary water supply channel (auxiliary water channel) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.